Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was experiencing a 'meter memory issue'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged issue with the 'missing results' with the subject meter occurred at an unspecified date and time 'about two months ago'. The patient stated that she manages her diabetes with a combination of medications: 10units of novolin and 1000mg of metformin and denied making any changes to her normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged product issue occurred, the patient claimed to have developed symptoms of 'thirst'. It is not known if the patient received any medical treatment in response to the symptoms. At the time of troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. Although it is not known if the patient received any medical treatment after the reported issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.